Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, leaking of medication fluid was noticed. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The complaint sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according procedure. The sample was received with the adaptive support ventilation (asv) loose which confirmed the failure mode reported, however, the tube tip condition shows enough solvent and an engagement was enough deep at the bottom of the asv. The root cause of the reported issue was based on the analysis conducted with the sample received, the failure could not be reproduced, therefore according with the process failure mode effects analysis (pfmea) the occurrence for this failure condition could be caused by improper handing - tubing moved around too much creating delamination caused by manufacturing. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation; however, production personnel were notified by quality engineer as awareness for the failure mode reported by customer.